Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient was at home and his blood glucose suddenly dropped. The cgm displayed 43 mg/dl and he immediately checked his actual blood glucose on the bg meter and it was 23 mg/dl. The patient felt like vomiting and felt sick. He immediately injected 2 glucagon shots. The patient didn't have to go to the hospital. At the time of the report, the patient still felt sick. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.